Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was full collar and shaft detachment and there was blood present in the shaft of the device. At 7.5cmm in length proximal from the tip, the shaft, markerband and tip were flattened. There was drag along the flat shaft segment. Product analysis confirmed the reported separation, as there was full separation of the collar and shaft.

Event description:
It was reported that a device tip fracture occurred. A guidezilla ii guide extension catheter was selected for use in a percutaneous coronary intervention procedure. During device placement in the vessel, it was noted that the tip of the device was fractured. The catheter was pulled out and finalized the procedure without the use of a guide extension catheter. There were no patient complications reported.

Event description:
It was reported that a device tip fracture occurred. A guidezilla ii guide extension catheter was selected for use in a percutaneous coronary intervention procedure. During device placement in the vessel, it was noted that the tip of the device was fractured. The catheter was pulled out and finalized the procedure without the use of a guide extension catheter. There were no patient complications reported.